Event description:
After an implantation period of approximately 112 months it was reported that the lead was extracted due to high shock impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin. A proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The returned lead fragment was visually analyzed. No damages could be found that could be clearly related to the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.